Event description:
A caller reported an issue with the touchscreen of their pump, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the customer was able to interact with the pump screen again.